Event description:
There was an allegation of false positive results with multiple donor samples tested with the cobas® mpx - 480 assay on a cobas 5800 analyzer. The following examples were provided: the initial result was reactive for either hbv or hcv. The repeat result was non-reactive. It was also reported that first-time donor tubes initially tested non-reactive but turned reactive upon repeat testing with the same tube.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). As no raw data was provided, a limited investigation was performed. A batch trend was not identified for the alleged lot m04554 for the allegation. No internal issues related to the customer allegation were identified. While no definitive cause for the discrepant results could be identified, the available data does not suggest a reagent quality problem. This appears to be an isolated event.